Manufacturer narrative:
At this time it is unknown if the graft remains implanted. A comprehensive records re-review for the lot is being conducted. Once the results are available, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, rti surgical, inc. And tutogen medical gmbh (tmi), a wholly subsidiary of rti surgical, received a complaint as part of the fortiva appear trial. The reported complaint indicated that the patient underwent a breast reconstruction procedure on (B)(6) 2020 with implantation of two fortiva dermal grafts and two silicone implants. Two drains were also placed that remained indwelling. On (B)(6) 2020, the patient returned for follow-up with complaints of left breast tenderness on the lateral side. Upon examination, it felt like there was fibrosis present underneath her breast. An ultrasound was performed which showed that the dermal graft had folded.

Manufacturer narrative:
Rti germany conducted a batch documentation review for serial ID (B)(6) manufactured from lot mp155101. No departures from standard operating procedures were noted during the records re-review for the lot. Manufacturing records review indicated that serial ID (B)(6) was manufactured to specification and met all acceptance / inspection criteria prior to distribution. To date, rti germany has manufactured and distributed 68 fortiva® tissue matrix 1mm grafts from the lot without related complaints. Although implant therapy is highly successful and predictable, it is not without possible early and/or late complications. Wrinkling is a frequently reported complication after breast reconstruction. Rti germany's batch documentation analysis revealed no issues occurring during the manufacturing of serial ID (B)(6). Per rti germany's investigation results, this adverse event is expected to be rather procedure-related than device-related.

Event description:
Rti germany received additional information indicating that the adverse event is still ongoing. No treatment has been performed on the patient.